Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a pumphead module stop key that does not work properly. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a pumphead module stop key that does not work properly was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the pumphead module keypad was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).